Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen was verified. Based on the analysis, the alleged unresponsive touchscreen could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked and unresponsive. Blood glucose was 380 mg/dl. Reportedly, the customer had insulin pens available as alternate insulin therapy.